Manufacturer narrative:
Approximate age of device- 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient complained headache and reported to have suffered a sudden hemorrhagic stroke and expired on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the returned pump, did not reveal any issues. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The pump was returned assembled and surrounded by native tissue. The percutaneous lead severed approximately 6 inches from the pump housing. The remainder of the lead was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The flex section was severed in half and the distal end was returned attached to the inlet elbow. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Depositions of loosely coagulated blood and tissue-like clotted blood were observed in the inlet elbow, inlet section of the rotor, outlet section of the blood tube, and the outlet stator. These depositions lacked evidence of laminated layering or denaturation, which indicates that they were likely not present in the device while the pump was supporting the patient. These depositions likely developed acutely due to poor surface washing as a result of blood remaining in the device post-explant. Visual inspection of the blood-contacting surfaces did not reveal any evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.